Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this lead exhibited drastic measurement changes. The changes that were seen were an increase in pacing threshold and the pacing impedance measurement had drop but remain within normal limits. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. No further information is available at this time. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this lead exhibited drastic measurement changes. The changes that were seen were an increase in pacing threshold and the pacing impedance measurement had drop but remain within normal limits. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. No further information is available at this time.